Manufacturer narrative:
Age of device: 2 years, 17 days. Device evaluation: although the patient received a routine heart transplant and was otherwise asymptomatic, the evaluation of heartmate ii lvas, serial number (B)(4), revealed an area of distortion along the sealed outflow graft and the sealed outflow graft bend relief. =the pump was returned assembled with the driveline severed approximately 2¿ and 15" from the pump housing. The remainder of the driveline was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned not attached to the pump¿s inlet port. The outlet elbow was returned not attached to the pump¿s outlet port. The sealed outflow graft and sealed outflow graft bend relief were returned attached to the outlet elbow with a bend relief collar. Visual inspection of the outflow graft found twisting and kinking at the proximal end of the graft. The orientation of the normal tissue ingrowth on the exterior of the outflow graft suggested that the twist was present for an undetermined period of time during pump operation. Based on the positioning of the black line printed on the outflow graft, the graft appeared to have been twisted approximately 45 degrees. Dissection of the graft revealed no evidence of developed depositions or thrombus formations. Review of the patient¿s history found no prior reports of flow issues and the patient was reported to have been routinely transplanted. The observed twist did not appear to have contributed to a functional issue. A specific cause for the observed twist in the sealed outflow graft could not conclusively be determined through this evaluation. Examination of the pump¿s remaining blood-contacting surfaces revealed no evidence of depositions or thrombus formations. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Review of the device history records (documents (B)(4)) showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file for this event.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2016. It was reported that patient underwent a routine heart transplant. No device issues were reported. No further information was provided.